Event description:
It was reported to philips that the system gave an alert indicating the right wedge joystick button was activated, preventing the system from booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the button was active message was displayed during startup. The philips remote service engineer (rse) analysed the system remotely and identified a remote alert that the right wedge joystick button on image module was active at startup. Upon troubleshooting actions, the rse identified that the user pressed the button during start up. The issue was resolved by releasing the button. After releasing the button, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue was caused because the user pressed the button during startup. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.